Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the atrial lead exhibited high pacing impedance. The atrial was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.